Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ten runthrough; guide catheter: heartrail2 sal 1.5 6f. (B)(4) - against resistance; incorrect preparation; no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: do not advance or retract the catheter if resistance is met during manipulation, and follow next procedure. Preparation of the device is performed outside of the patient body prior to insertion based on the preparation steps section. The delivery procedure section states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, a 3.0x18 multi-link 8 (ml8) stent delivery system (sds) was prepped inside of patient anatomy and was advanced over a non-abbott guide wire and into a non-abbott guiding catheter to a mildly calcified, concentric, 99% stenosed, 16-millimeter (mm) de novo lesion in the heavily tortuous, 3mm-diameter right coronary artery for direct stenting, with resistance felt against the lesion and force applied. During the 1st inflation to 8 atmospheres for 10 seconds, the ml8 stent deployed, however, the balloon ruptured. The ml8 sds was withdrawn from the stent and the anatomy without resistance. Routine post-dilatation of the stent was performed using an nc trek balloon catheter, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.